Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system issue was resolved by replacing the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer freezes at the boot text "loading please wait..." And a seatools long test found 90 bad sectors. It was suspected the srmanager error was caused by bad sectors. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when booting up the system for a case, an sr manager failure message appeared. The computer stopped working and was replaced. The site was unable to get to the splash screen. The system was rebooted multiple times with resolution and site confirmed there was no disc in the cd drive. No patient present.